Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available info, no conclusion can be drawn. If add'l event and/or evaluation info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient was implanted with a bard composix kugel (ck) mesh during a hernia surgery. The attorney's report alleges chronic pain, defective mesh.